Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring was cracked and rubber band of the insulin pump was missing. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the reservoir compartment was unable to lock in its place. The customer was assisted with the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring.